Manufacturer narrative:
((B)(4) 2013) device evaluation: the subject test strips were returned to lfs and evaluated by product analysis on (B)(4) 2013 with the following findings: the complaint was not confirmed however a secondary issue was found. On performance testing with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error 2. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.